Manufacturer narrative:
Continuation of d10: product ID wr9220 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), h3: analysis of the returned wireless recharger (s/n: (B)(6)) identified that the patient's complaint was confirmed. The device led¿s scroll continuously and the device is unresponsive. The flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient couldn't get their recharger to work yesterday. The patient stated they noticed a green light was scrolling all night long, so they plugged it into a different outlet. The patient tried to turn the recharger on this morning, but when they pushed the button, it did nothing. The patient was instructed to reset the recharging device on/off the dock. The patient confirmed the green battery light was scrolling at the top of the recharger, and green light at the back of the dock, but the power button would go blank when they lifted it off. The issue was not resolved. A replacement recharger was requested to be sent out.